Event description:
The customer's mother reported via phone call the customer had a no delivery alarm. Customer's blood glucose was 473 mg/dl at the time of the incident. Customer treated with a shot. Troubleshooting was performed and the caller stated that the insulin did exit. Caller stated that the pump alarmed no delivery. Caller forced insulin through the tubing and did not get a no delivery.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.